Event description:
The nurse, mrs gaonach, reported the following event to the repair technician from stryker: during the surgery, the console had interferences and sparked. It seems that the surgeon received an electrical shock. The probe was changed and the issue was still the same.

Manufacturer narrative:
Device has been received and investigation is ongoing. Once complete, a follow-up report will be submitted with evaluation results.